Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the universal cord was wrinkled. The video cable was wrinkled. Due to damage on the charged coupled device unit, a blurry image/noise occurred. The insulation resistance value did not meet the standard value due to the damage on the charged coupled device unit. Deformation or breakage due to physical stress from handling problems/drops/bumps occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had a noisy image. The issue was found during preparation for use in a diagnostic procedure. The procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image was noisy and blurry. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely during user handling, the charged couple device (ccd) was broken causing the noisy image. However, a definitive root cause could not be determined. User can detect/prevent the event by handling the device in accordance with the following IFU: ¿inspection of the endoscopic image¿. ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.